Manufacturer narrative:
Put the initial correct event date as (B)(6) 2014 and the initial report date as (B)(6) 2014. The dates on the original MDR were correct, but the follow-up MDR's inadvertently deleted the dates. Reference cer (B)(4) follow-up 3.

Manufacturer narrative:
The device will not be returned for evaluation as the stent remained in the patient and the pushwire was discarded. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Treatment of an acute stroke. During the mechanical thrombectomy, it was reported the solitaire stent became stuck on a previously implanted protégé stent and could not be pulled back. Another catheter was advanced to retrieve the stent but without success. A snare catheter was then used to hold the solitaire stent in place in order to separate the pushwire from it by pulling on the pushwire. Once separated (at the proximal marker), the pushwire was removed from the patient with the stent still inside the patient. The thrombus was treated by suctioning with a cello catheter and the procedure was completed without further issues. The patient was taking an antithrombotic agent post procedure. It was reported the patient had recovered.